Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set leaked during use for peritoneal dialysis on the homechoice. There was no patient injury reported. The patient was administered prophylactic antibiotics (name, dose, duration unknown). No additional information is available.

Manufacturer narrative:
(B)(4). Device manufacture date: 02/25/2014 changed to ni. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.